Manufacturer narrative:
(B)(4).

Event description:
The manufacturer representative reported they were doing a battery revision today due to normal battery depletion. There was a lead issue and the hcp was going to reposition or replace the lead to get better coverage area for the patient. There were no falls, trauma or unrelated medical procedures. The revision was scheduled for (B)(6) 2015. It was unknown if the patient completely recovered. The location of the symptom was the lead location. The patient outcome was not reported. The indication for therapy was cervical radiculopathy.